Event description:
It was reported the lead impedance measurement was undefined and there was intermittent capture. The physician will determine if lead replacement is indicated clinically. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.